Event description:
It was reported that, "doctor stated there was no bone ingrowth on the cup at all. The only thing that was holding the cup in was two screws. Doctor removed the cup and replaced it."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.